Event description:
The customer tested her blood glucose using 2 contour meters and received readings of 85 and 154mg/dl.the difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant.no adverse events were alleged.a replacement meter and test strips were sent to the customer.